Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5073091) on 15-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding/abnormal bleeding/heavy bleeding for 4 months") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urinary incontinence. Concomitant products included cyclobenzaprine. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria disability, medically significant, life threatening and intervention required), genital haemorrhage (seriousness criteria disability, medically significant, life threatening and intervention required), urinary incontinence ("urinary incontinence"), tooth disorder ("dental loss"), anxiety ("anxiety/ severe anxiety attack"), depression ("depression"), migraine ("migraine"), hypoaesthesia ("numbness in my face"), rash ("rashes on my skin") and vulvovaginal dryness ("vaginal dryness"). The patient was treated with medroxyprogesterone (depo provera). At the time of the report, the pelvic pain, genital haemorrhage, urinary incontinence, tooth disorder, anxiety, depression, migraine, hypoaesthesia, rash and vulvovaginal dryness outcome was unknown. The reporter provided no causality assessment for anxiety, depression, genital haemorrhage, hypoaesthesia, migraine, pelvic pain, rash, tooth disorder, urinary incontinence and vulvovaginal dryness with essure. The reporter commented: she wear depends and dentures. Wont event test for allergies like nickel or polyester sensitivity after I bled heavily for four months straight. Over the past three years my teeth and gums have deteriorated to the point that my dentist recommends full extraction. The seriousness criterion ¿other serious (important medical events), an intervention ¿ was mentioned but not specified and/or assigned to one of the events¿ into the reporter causality comments. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.